Manufacturer narrative:
(B)(4).

Event description:
Covidien received info that due to a malfunction of the 840 ventilator the pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.